Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified and 80% stenosed distal circumflex artery. A 2.25 x 28 mm xience xpedition could not cross the lesion and the hypotube separated. The shaft separated outside the patient so it was easily removed from the anatomy. A 2.25 x 18 mm xience xpedition also could not cross and the shaft kinked. A third xience xpedition was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. The shaft detachment was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.